Event description:
It was reported that the patient experienced painful stimulation. There was lead migration. Intervention included reprogramming. They were not able to cover painful areas. The lead was explanted and replaced. Diagnostic methods included examination/palpation. The patient reported inadequate pain relief. Reprogramming was unsuccessful. The patient experienced painful rib stimulation. An x-ray showed that the spinal cord stimulator leads were noted in place on (B)(6) 2015. X-rays images reviewed on (B)(6) 2015 noted that 1 lead had migrated and was ¿ventral.¿ surgical observation showed that stimulation parameter testing demonstrated excellent stimulation of the entire area of pain from the hip to the foot on the left after the lead was replaced. The etiology was noted as related to the device or therapy and possibly related to the implant procedure. The severity was noted as mild. The outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the cause of the lead migration was not determined.